Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the transparent dressing not adhering to the skin is inconclusive due to the state of the returned sample. One photograph of an implanted catheter and tegaderm chg dressing was returned for evaluation. An initial visual observation of the returned photograph showed a powerpicc catheter inserted into a patient with a tegaderm chg dressing over the insertion site. Usage residue was visible under the clear dressing and yellow discoloration was observed on the dressing near the insertion site. Fluid appeared to be absorbed onto the dressing material. It was not possible to confirm if the dressing was not adhered to the patient from the photo provided. Based on the photo received, possible contributing factors include fluid residue interfering with adhesive, repositioning dressing, or dressing not adequately prepared. Since the condition of the dressing cannot be closely inspected from the photo provided, the complaint cannot be confirmed and remains inconclusive at this time.

Event description:
It was reported that dressings seem to be not adhering and the gel seems to be melting away and discoloring. No other information was provided.

Event description:
It was reported that dressings seem to be not adhering and the gel seems to be melting away and discoloring. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.